Manufacturer narrative:
No consequences or impact to patient. Contamination during use. The cause of the (B)(6) or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.

Event description:
The customer was unable to calibrate the clinical chemistry urea nitrogen assay. Field service inspected the analyzer and replaced parts and performed a successful calibration with controls on the mean for all control levels. There was no known impact to patient management.